Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto-fill failure alarm", all connections were secure, there was no blood noted in the tubing, but the customer was unable to fill with the iab fill button. The console was swapped, but the issue persisted. The iab was replaced successfully to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Adverse event or product problem from: product problem. To: adverse event & product problem. Outcomes attributed to adverse event from: none to: required intervention to prevent permanent impairment/damage. Event from: it was reported that during intra-aortic balloon (iab) therapy there was an "auto-fill failure alarm", all connections were secure, there was no blood noted in the tubing, but the customer was unable to fill with the iab fill button. The console was swapped, but the issue persisted. The iab was replaced successfully to continue therapy. There was no reported injury to the patient. To: it was reported that during intra-aortic balloon (iab) therapy there was an "auto-fill failure alarm", all connections were secure, there was no blood noted in the tubing, but the customer was unable to fill with the iab fill button. The console was swapped, but the issue persisted. The iab was replaced successfully to continue therapy. There was no reported injury to the patient. Additional information received indicated that an alarm, catheter restriction occurred and that multiple trouble shooting options were attempted. Inflation was achieved for a while, but alarms reoccurred. Also, the medical team believes that during troubleshooting they punctured a hole in the catheter and the device was discarded at the hospital. The initial decision was to remove the catheter in the am, but the patient became unstable with increasing nonsustained ventricular tachycardia up to 26 seconds despite amiodarone and lidocaine administration. It was then decided to replace the iab catheter. The iab was replaced successfully to continue therapy. Other relevant history from: none to: 44 y/o male with heart failure and ejection fraction 10%, mr, ICD, s/p failed cv and av node ablation. Admitted on (B)(6) 2019 to the cath lab for rhc and pa cath placement-started on milrinone at that point and sent to 5133. On 1/11 due to worsening conditions (decreasing ci, increasing pawp, increased runs vt despite increasing milrinone) patient was taken back to cath lab for a right femoral iabp. Concomitant medical products from: yes to: no. Type of reportable event from: malfunction to: serious injury. Patient code from: 2199 no consequences or impact to: 2348 injury. Method codes from: none to: 4115 device discarded. Complaint#: (B)(4), record#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto-fill failure alarm", all connections were secure, there was no blood noted in the tubing, but the customer was unable to fill with the iab fill button. The console was swapped, but the issue persisted. The iab was replaced successfully to continue therapy. There was no reported injury to the patient. Additional information received indicated that an alarm, catheter restriction occurred and that multiple trouble shooting options were attempted. Inflation was achieved for a while, but alarms reoccurred. Also, the medical team believes that during troubleshooting they punctured a hole in the catheter and the device was discarded at the hospital. The initial decision was to remove the catheter in the am, but the patient became unstable with increasing nonsustained ventricular tachycardia up to 26 seconds despite amiodarone and lidocaine administration. It was then decided to replace the iab catheter. The iab was replaced successfully to continue therapy.

Manufacturer narrative:
FDA mw5085074 received april 1,2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto-fill failure alarm", all connections were secure, there was no blood noted in the tubing, but the customer was unable to fill with the iab fill button. The console was swapped, but the issue persisted. The iab was replaced successfully to continue therapy. There was no reported injury to the patient. Additional information received indicated that an alarm, catheter restriction occurred and that multiple trouble shooting options were attempted. Inflation was achieved for a while, but alarms reoccurred. Also, the medical team believes that during troubleshooting they punctured a hole in the catheter and the device was discarded at the hospital. The initial decision was to remove the catheter in the am, but the patient became unstable with increasing nonsustained ventricular tachycardia up to 26 seconds despite amiodarone and lidocaine administration. It was then decided to replace the iab catheter. The iab was replaced successfully to continue therapy. Additional information received indicated the insertion was reported to be axillary, which is not the method described in the device instructions for use.